Event description:
A patient contacted (B)(6) regarding assistance with a system error 2240 while using the homechoice (hc) during drain 1. (B)(6) advised the patient that a large amount of air had entered into the disposable set. (B)(6) advised the patient to cycle power and the patient stated he was not going to do that right now. The patient stated he is going to disconnect and go to bed. (B)(6) offered to assist in disconnecting properly and the patient refused. The patient then asked for a new hc. (B)(6) advised the patient he had a use error and that the hc was operational at present. (B)(6) advised the patient that if the hc was not operational then a swap would be arranged. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient improperly disconnected the patient line from the transfer set. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).